Event description:
Info received indicates the bed is sending a constant nurse call, due to fluid ingress onto the composer interface board.

Manufacturer narrative:
The facility replaced the composer interface board to repair the bed.